Event description:
It was reported that the patient's driveline had a tear near the metal connection on the controller. The damage was previously noted and the patient was scheduled for a repair but they never showed up to the appointment. The patient was admitted for covid-19 on (B)(6) 2022 and a driveline repair was performed while they were inpatient on (B)(6) 2022.

Manufacturer narrative:
Previous report of driveline damage captured in related manufacturer report number 2916596-2020-05255. Manufacturer's investigation conclusion: the report of superficial damage to the driveline¿s outer jacket near the metal connector can be confirmed based on the onsite evaluation by an abbott representative. A clamshell repair was successfully performed on (B)(6) 2022 by an abbott representative without issue. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(4) and the driveline s/n (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.